Event description:
Field svc engineer faxed a qp15 form to corporate product monitoring with regards to an alleged air injection. The next day: customer reports: female have CT scan of neck & chest with contrast for facial swelling. Right ac IV access with a 22ga angiocath, connected to coiled tubing from the optiray 300, 100ml prefilled syringe in the injector. Injection protocol of 2cc per sec for 100ml volume. Injection started and scan started. Tech realized no contrast was appearing on scanner images. The pt turned blue and coded, and injection was stopped. The pt was stabilized by radiologist and ER physician. Pt was then transferred to presbyterian (sister hosp) for hyperbaric chamber treatment. No add'l info is available at this time on pt condition.

Manufacturer narrative:
Liebel flarsheim field svc engineer report states: verified operation per section 6 of the svc manual. No problem found with injector. Reurned to full svc.